Event description:
Follow up information identified the patient did not experience any trauma prior to the lead migration. Impedances were checked, and programming attempts were unsuccessful as the patient was experiencing ineffective stimulation prior to the revision on (B)(6) 2019.

Event description:
Follow up information identified postoperatively, effective therapy was restored.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient¿s lead migrated. To address the issue, the physician explanted and replaced the lead with a new model.